Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer had experienced at least three occurrences of the same malfunction and had already reset and resumed using the pump prior to contacting technical support. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.